Event description:
It was reported that black foreign material was observed floating in the subject device during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h4; h6; h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the black foreign material floating could not be determined. The inspection also found foreign material in the nozzle. The event is detectable/preventable by handling the product in accordance with the following IFU. Cf-xz1200i IFU: reprocessing manual ¿chapter 2 function and inspection of the accessories for reprocessing, chapter 5 reprocessing the endoscope (and related reprocessing accessories), chapter 6 reprocessing the accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.